Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Initial implant occurred in 1989. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown cup, lot #: unknown.

Event description:
It was reported patient underwent hip revision approximately 30 years post-implantation due to liner wear. The liner was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was confirmed through review of x-rays received. Radiograph review noted: ap pelvis demonstrates a right total hip arthroplasty with asymmetric superior positioning of the femoral head within the acetabular cup suggesting polyethylene wear. No fracture seen. No radiolucency identified. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.